Manufacturer narrative:
Cec completed on 04-dec-2023. H10: the device was received for evaluation. During functional testing, occlusion errors were not preproduced. A review of the event history log displayed 'upstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an "occlusion". This occurred upon device power up. There was no patient involvement. No additional information is available.